Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during a recent follow-up the patient had a 6cm right common iliac aneurysm distal and including the area of the previous iliac stent graft placement. The right hypogastric artery was already occluded; therefore, the physician extended from the flow divider down into the external iliac with an endurant 16/16/93 at the flow divider, then extended into the external iliac artery with an endurant 16/10/156. The physician stated iliac artery growth distal to the stent graft over time was the cause of the event. There were no endoleaks, the event was due to the dilatation. No additional clinical sequelae were reported and the patient is fine.